Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The date of the placement procedure was (B)(4), 2010. According to the complainant, post procedure on (B)(6), 2010, the j-tube was impossible to rinse. On (B)(6), 2010, the parkinson's nurse at the out clinic pulled the j-tube approximately 8cm out from the peg while rinsing the tube. She then reconnected the j-tube to the peg. This resolved the problem. Between the dates of (B)(6), 2010, the patient was given duodopa in the gastric port. After the rinsing performed on (B)(6), 2010, the duodopa was given through the intestinal port. This device remains in use. Additional information received on (B)(6), 2010: the patient's condition states that after rinsing the j-tube, the patient has had the ordinary effect of the duodopa treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The date of the placement procedure was (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the j-tube was impossible to rinse. On (B)(6), 2010, the parkinson's nurse at the out clinic pulled the j-tube approximately 8cm out from the peg while rinsing the tube. She then reconnected the j-tube to the peg. This resolved the problem. Between the dates of (B)(6), 2010, the patient was given duodopa in the gastric port. After the rinsing performed on (B)(6), 2010, the duodopa was given through the intestinal port. This device remains in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.